Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the delivery wire was found broken after it was taken out from the hoop. The broken was found 3 cm from the tip of the proximal contact. There was no impact to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. As per additional information received, the device was confirmed to be in good condition after unpacking and the device was prepared as per the dfu. Based on the information currently available, it is most likely that the delivery wire was damaged due to handling of the device or portion of the device during the clinical procedure, upon removal of the device from the packaging, or preparation of the device prior to use. Therefore an assignable cause of handling damage will be assigned to the delivery wire broken.

Event description:
It was reported that the delivery wire was found broken after it was taken out from the hoop. The broken was found 3 cm from the tip of the proximal contact. There was no impact to the patient.